Event description:
It was reported that the patient was experiencing pain at 6 months post implantation. There has been no report of medical intervention or revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were reviewed and identified patient had severe pain at 6-month post op visit. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation in progress.

Event description:
Patient experience sever pain at 6 months post -op.